Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that a flap/ring was replaced and that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Manufacturer report number: in the initial MDR report, the incorrect manufacturer report number ((B)(4)) was entered. The correct number that should have been entered is (B)(4). All pertinent information available to abbott medical optics has been submitted.